Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient received the elective replacement indicator message on their patient controller. Intervention is pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Patient's weight was requested but not received.